Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -13.00 diopter, implantable collamer lens tore/broke during injection/delivery into the patients left eye (os) on (B)(6) 2019. The lens was removed and replaced within the same initial surgery and the problem was resolved. There was no patient injury and the cause of the event was unknown.

Manufacturer narrative:
H6 - device code: 1494 off-label use should have been included in initial medwatch report.(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. (B)(4).